Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), device breakage ('possible breakage of the essure device') and device dislocation ('essure device placed in the left tube was displaced') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced the first episode of headache ("started suffering headaches"), 5 months 9 days after insertion of essure. On (B)(6) 2016, the patient experienced the second episode of headache ("headaches"), dyspnoea ("trouble breathing"), throat irritation ("itchy throat"), eye pruritus ("itchy eyes"), rhinorrhoea ("rhinorrhoea") and cough ("coughing"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and vomiting ("vomiting"). On (B)(6) 2018, the patient experienced flank pain ("flank pain"). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced allergy to metals ("allergy to nickel sulphate"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, device dislocation, allergy to metals, menstruation irregular, the last episode of headache, flank pain, dyspnoea, throat irritation, eye pruritus, rhinorrhoea, cough and vomiting was resolving. The reporter considered abdominal pain, allergy to metals, cough, device breakage, device dislocation, dyspnoea, eye pruritus, flank pain, menstruation irregular, rhinorrhoea, throat irritation, vomiting, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: the pains did not disappear with medication. A total salpingectomy was recommended after confirmation that the essure device placed in the left tube was displaced. After removing the devices, a great improvement of all symptoms was noticed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: allergic to nickel sulfate and other allergies. Ultrasound abdomen - on (B)(6) 2018: confirmed that the essure device placed in the left tube was displaced. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), device breakage ('possible breakage of the essure device') and device dislocation ('essure device placed in the left tube was displaced') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced the first episode of headache ("started suffering headaches"), 5 months 9 days after insertion of essure. On (B)(6) 2016, the patient experienced the second episode of headache ("headaches"), dyspnoea ("trouble breathing"), throat irritation ("itchy throat"), eye pruritus ("itchy eyes"), rhinorrhoea ("rhinorrhoea") and cough ("coughing"). On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and vomiting ("vomiting"). On (B)(6) 2018, the patient experienced flank pain ("flank pain"). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2019, the patient experienced allergy to metals ("allergy to nickel sulphate"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, device dislocation, allergy to metals, menstruation irregular, the last episode of headache, flank pain, dyspnoea, throat irritation, eye pruritus, rhinorrhoea, cough and vomiting was resolving. The reporter considered abdominal pain, allergy to metals, cough, device breakage, device dislocation, dyspnoea, eye pruritus, flank pain, menstruation irregular, rhinorrhoea, throat irritation, vomiting, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: the pains did not disappear with medication. A total salpingectomy was recommended after confirmation that the essure device placed in the left tube was displaced. After removing the devices, a great improvement of all symptoms was noticed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: allergic to nickel sulfate and other allergies. Ultrasound abdomen - on (B)(6) 2018: confirmed that the essure device placed in the left tube was displaced. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.